Event description:
Device 2 of 5. Reference MFR reports: 1627487-2012-04715, 04717, 04718 and 04719. The pt has two scs systems: a cervical system (device 1-3), and a thoracic system (device 4-5). The pt received two cervical leads with different lot numbers. It was reported the pt had a (B)(6) infection. It was reported the physician did not notice signs of infection at the incision or pocket sites. An x-ray was performed which revealed one of the cervical leads had migrated away from the center of the procedural space. The pt was admitted to the hospital and placed on IV antibiotics. It was reported an attempt to reprogram the pt¿s cervical system would be performed at a later date. It was reported if the pt cannot receive effective stimulation, the entire system will be explanted.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.